Event description:
The pharmacist reported that "during a surgery, the surgeon failed to implant the device. The surgeon used another nail and the surgery was completed successfully." No delay and no adverse consequences were reported for the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.